Event description:
Two blood leaks occurred at the initiation of dialysis. The leak was at the 3rd reuses and 5th reuses. The date of each event is unknown. The total blood was 250-300cc each case, since the blood was not returned to the patient. The patient is well.